Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9078860. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from chinese to english: child was noticed with emergence agitation and it's noticed pegasus yel 24ga x 0.75in prn wear out the blood vessels and it's noticed that swelling at puncture site and intravenous transfusion obstacle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: child was noticed with emergence agitation and it's noticed pegasus yel 24ga x 0.75in prn wear out the blood vessels and it's noticed that swelling at puncture site and intravenous transfusion obstacle.